Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero microbore pressure rated extension set was leaking. The following information was received by the initial reporter with the following verbatim. It was reported by customer that leaking tubing at the site of the filter.

Manufacturer narrative:
The customer reported that tubing was leaking at the filter, and returned one used set of material mz9226, lot unknown. Upon initial visual examination, the set had no defects or abnormalities. The set was set to run water by gravity, and the complaint of leakage from the filter air vent was verified. The bd set was infused with water, to flush the system. The supplier of the filter component suggests a bubble test, which consists of infusing air into the set while submerged underwater. This test is for the air vent membrane of the filter, which is the main culprit involved in the filter leaks. The bubble test showed that the filter was working properly, which shows the filter's air vent membrane hydrophobicity was compromised. Another round of flushing plus dry time was able to restore the vents to their hydrophobic qualities. This means the filter did not leak after the cleaning process, and it rules out any manufacturing error with the filter. The root cause could not be determined. Potential scenarios exist where the end user may infuse drugs/solutions into the filter that can weaken or compromise the hydrophobic properties of the air vent, such as low-tension fluids like alcohol and lipids. A device history record review could not be performed because the lot number is unknown.